Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2025 due to discomfort and two screws backing out of the plate. Additional information indicates one screw was positioned in the joint. The patient's bones were completely fused/healed. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, and no device being returned, it is possible the screws were not inserted in the appropriate location, the screws were not completely locked into the plate during initial placement and/or postoperative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2025 due to discomfort and two screws backing out of the plate. No other patient outcomes were reported as a result of this event.